Event description:
It was reported that the patient presented to the emergency department because they went into wide complex tachycardia, sustained. While in bed, the patient continued in rhythm for thirty seconds. A transmission report was reviewed and it was noted that the pace/sense right ventricular (rv) lead in the left ventricular (lv) pace/sense port exhibited a change and a decrease in impedance measurement. Additionally, it was noted that the pace/sense rv in the lv pace/sense port and the high-power rv lead had possible loss of capture due to a possible fusion beat. The cardiac resynchronization therapy defibrillator (crt-d) and all leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.